Event description:
Procedure: esophagectomy with colon interposition. Reportedly, the surgeon placed the instrument across the stomach, fired the instrument, transected, opened instrument, found partially formed staples all across the entire staple line. Stomach contents emptied into abdomen, contaminated the abdomen, causing excess bleeding, estimated blood loss 100cc. Surgeon closed stomach with 2-0 chromic.